Event description:
It was reported that during a whipple procedure, on the fourth firing completing the specimen, the first three strokes were fine and the staple line was intact however the fourth stroke returning the knife blade the handle was hard to squeeze and there was a popping sound. The reload appeared to be dislodged. The knife is still a third of the way up the track and not back in place. The stroke count window is showing white. The staff mentioned that there may have been a lap sponge stuck in the jaws. This was the last firing so there was no need to open another device. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Cartridge, knife, anvil. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Pancreas. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th.. If echelon, during which stroke did the event occur? 4th stroke. What color cartridge was being used? White. What other color cartridges were used before and after this event? All white. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes firing higher on 4th stroke. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Tissue just fell away, the rep is unsure if the jaws were even attempted to be open. The device is still in the closed position the analysis results found that one device was returned with the anvil damaged and closed the firing mechanism jammed and with a partially fired cartridge reload loaded in the device. After further analysis it was noted that the knife had buckled, and cartridge reload was indented. The damage to the cartridge, knife and anvil is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The batch record was reviewed and no anomalies were noted during the manufacturing process.